Manufacturer narrative:
Based on the claim against the product by the customer noting endoscope image orientation issue, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The endoscope was tested by the distributor representative after procedure with training instruments and it was confirmed that the endoscope was working as expected. No site visit was conducted, and no product return is required. The endoscope worked as expected and no additional action was required as the issue was resolved. Although the complaint regarding orientation issue was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. A follow-up MDR will be submitted if the product is returned for evaluation, or additional information is obtained.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, the customer experienced endoscope image orientation issue. The customer stated that when they removed the endoscope for cleaning and reinstalled it, the endoscope rotated 180º by itself, making physical and software horizon not coherent and instruments movement inverted. Prior to calling the intuitive surgical, inc. (Isi) technical support engineer (tse), the customer restarted the system and installed the endoscope on a different universal surgical manipulator to resolve the issue. The tse confirmed with the customer that the endoscope could be manually rotate with no noise. The procedure continued as planned. There was no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.